Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sixty-two (62) samples were received for evaluation regarding foreign material. Per the investigation results, forty (40) samples were identified to contain particulate at different locations. An approved project is in place to further address issues with contamination. In addition, a refresher training was performed with personnel and supplier notifications were sent. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4): the complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.

Event description:
As reported by user facility: black particle found (contains ceftriaxone 2g).